Event description:
The pt ((B)(6)) received their scs system on (B)(6) 2007. It was reported that the lead contact broke inside the extension header. The extension was explanted on (B)(6) 2008 and returned to ans for eval. No further info is available.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Wires broken in extension header. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.